Manufacturer narrative:
Visual assessment confirmed the reported breakage of the 4.75mm healicoil sa anchor. Numerous threads of anchors have broken off. As reported the surgeon utilized a 3.8mm tapered awl to prepare the insertion site. The proper instrumentation for site preparation for this anchor is a 4.75 mm threaded dilator. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device.

Event description:
It was reported that during a rotator cuff repair the healicoil broke during insertion into the bone hole. The broken pieces were successfully removed from the patient and no additional bone holes were required. A backup device was available to complete the procedure and no patient injury or complications were reported.